Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient developed central toxic keratopathy in the right eye following refractive surgery. The physician indicated that the event had been present since the previous year and that the symptoms were ongoing. During follow-up, the surgeon reported a hyperopic correction (hyperopic shift) with a post-operative refractive value greater than two diopters. The patient was treated with a prescribed medication for the reported condition. There are multiple related reports for this event. This report addresses the patient (B)(6), right eye and other manufacturer reports will be filed.